Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Updated concomitant devices. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: pfna blade (part # 02.027.033s, lot # 02.027.033s, quantity 1). Bolt (part# 259.420, lot # l280506, quantity 1) . Pfna end caps (part# 273.156s, lot# l312282, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. A device history record (DHR) review was conducted: part: 272.376s lot: l493724 manufacturing site: bettlach release to warehouse date: 24. Jul. 2017 expiry date: 01. Jul. 2027 the device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate l378173 was reviewed and the used material was according to iso-5832-1 specification for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. H3, h6: a product investigation was conducted: summary of the manufacturing evaluation: the outer (16.5 mm) and inner diameter (4.4 mm) were measured and have fulfilled the specifications. In addition, the ¿citrus shape¿ and the ¿run-out 1mm to a¿ (also classified as ctq -critical to quality) have been identified as relevant features however, these features could not be measured (as performed during the manufacturing process) because the nail has been broken. Besides, during the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, any manufacturing issue has been excluded. Based on the investigation result this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant features were measured and have fulfilled its specifications (see section 2.4 dimensional inspection) as well as in the manufacturing documentation no issue was identified. Due to no manufacturing issue was identified and this complaint is not valid, therefore no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a hardware removal due to a broken proximal femoral nail antirotation (pfna) nail. Originally, the device was implanted on (B)(6) 2017 there were broken fragments generated from the broken device. Procedure was successfully completed without any delay. Patient outcome was unknown. Concomitant devices reported: pfna blade (part # unknown, lot # unknown, quantity 1). Screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for complaint (B)(4).